Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed non-stop. No patient injury was reported.

Manufacturer narrative:
Tamper seal removed / broken: no. Both seals were intact. Physical condition of the device: top and bottom cases are in good condition, cracked right plunger case and cracked battery door. No visible contamination. Results of event history/error log review (if applicable): primary audible alarm post found in ehl several times and also acu watchdog as sympathy alarm. Reported problem duplicated / replicated: no. Unable to duplicate. Audio test of speaker at level 1 the reading is 09, at level 2 the reading is 19, at level 3 the reading is 32, at level 4 the reading is 70 and at level 5 the reading is 124. What caused the reported (primary) problem: unknown. No problem found. Actions / repairs done to correct the reported (primary) problem: performed pm. Device software updated to v1.6.5 product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year (device was in for base not responding on 01-nov-2018) and there was no indication of a service issue during the investigation.